Event description:
Sorin group USA received a report that during setup, the venous line was found to be kinked. The clinician elected to user the heart lung pack for the procedure. During the procedure, the tubing became occluded, resulting in a loss of venous return and distension of the heart. The tubing was replaced and the procedure continued without any further issues. No complications to the pt occurred due to the incident. The product was discarded by the hospital.

Manufacturer narrative:
Pt sex was not provided. Sorin group USA received a report that during setup, the venous line was found to be kinked. The clinician elected to use the heart lung pack for the procedure. During the procedure, the tubing became occluded, resulting in a loss of venous return and distension of the heart. The tubing was replaced and the procedure continued without any further issues. No complications to the pt occurred due to the incident. The product was discarded by the hospital. Without the product for evaluation sorin group USA was unable to confirm the defect or determine root cause. The heart lung pack instructions for use state "visually inspect the pack for any obvious defects in materials or assembly". No further action is deemed necessary.